Event description:
It was reported that a occurred with a prn adapter. The following information was provided by the initial reporter. "The needle snapped off the syringe. No injury was caused."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a occurred with a prn adapter. The following information was provided by the initial reporter, "the needle snapped off the syringe. No injury was caused."